Event description:
The home patient (hp) contacted baxter's technical service center regarding a check lines and bags alarm which occurred on the homechoice during use during fill 4 of 4 while refilling the heater. The hp had switched out his bags during therapy prior to calling. The baxter technical services representative advised the hp to contact his nurse about switching bags during therapy. Baxter product surveillance contacted the hp on (B)(6) 2011. He stated that he had spoken with his nurse about switching out supplies during therapy and that he knew not to do that anymore. There were no adverse effects reported in relation to this incident. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a report of use error - failed to follow therapy steps was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The event was a user error. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.